Event description:
A patient experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 178,123,mg/dl.tests were down within 10 minutes with a difference of 32%. Patient did not experience any adverse events.